Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter was partially explanted. It was noted that a portion of the spinal segment was removed and was revised with a new spinal segment kit. It was reported that there was a catheter issue and a dye study was performed and the healthcare professional (hcp) noticed a leak in the spinal segment of the catheter. It was noted that the location of the catheter issue was the distal segment. It was reported that the actions required as a result of the event were a revision and reprogramming occurred. It was noted that the patient pump was used to infuse morphine. It was reported that during surgery the hcp was unable to determine the exact location of the leak on the catheter but could see drug/csf flowing from the spinal segment. It was noted that the hcp revised the catheter and did a blood patch. It was reported that the patient¿s status at the time of report was alive-no injury. It was noted that patient had symptoms of a headache. It was reported that the location of issue or symptoms was catheter track. It was noted that the patient had a severe headache for a week after their surgery. It was reported that the patient had not experienced relief of pain after the pump was implanted. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had been having medical issue off and on since shortly after implant. It was noted that the healthcare provider (hcp) was suspecting a catheter leak as the patient was having headaches post implant with a collection of fluid at the distal portion of the catheter.

Manufacturer narrative:
(B)(4).